Manufacturer narrative:
No device analysis results are available because the device remains implanted. A review of the DHR was performed and ruled out the possibility of a manufacturing related issue causing or contributing to the reported complaint issue.

Event description:
The patient was experiencing electromagnetic interference (emi) when taking cardiomems readings. At a follow-up clinical visit to trouble-shoot the emi and perform an echocardiogram on (B)(6) 2021, it was not possible to acquire sensor signal after two hours. The pa and lat images did not show the sensor anywhere in the field. A fluoroscopy performed in the catheterization lab showed the sensor had migrated behind the patient's implanted defibrillator and had possibly migrated to an anterior branch. Signal acquisition from the sensor was no longer possible.